Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) stated that the surgeon¿s right master tool manipulator¿s (mtmr) were making a squeaking noise, and the monopolar curved scissors (mcs) instrument were not opening and closing all the way when that mtm was used. Surgeon proceeded as it was not affecting the case. The procedure was completed with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce customer reported issues regardless of which universal surgical manipulator (usm) was being utilized. Isi has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the device has not been returned for evaluation. The probable root cause cannot yet be determined based on the information provided.